Event description:
It was reported that during the implant attempt, the helix mechanism was not working. The physician was not able to deploy the helix. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. Analyst visual comment: the lead was returned with the helix partly extended, blood and tissue on it and the distal conductor distorted within the connector.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.